Manufacturer narrative:
(B)(4) conversion to open surgical repair is labeled in the IFU. (B)(4) component separation is labeled in the IFU. Event evaluation: still under investigation.

Event description:
A male patient underwent a successful initial evar in (B)(6) 2008 with a flex main body and two iliac leg grafts. Both iliacs were embolized prior to implant and the patient presented in (B)(6) 2010 with a contralateral limb separation and an 8 cm. Two zt limbs were placed. The physician successfully cannulated the separated limb & bridged the piece with a max overlap. Blood was flowing down both limbs and everything was sealed. The patient presented on (B)(6) 2010 with a ruptured aaa due to limb separation on the ipsilateral right limb. The patient was opened, and the limb was sewn to the main body (1820334-2011-00048). The endovascular surgeon was not on call. The patient is recovering successfully. Upon review of the films, due to the crossing of the limbs and the angle of the iliacs, the limb overlap on the ipsilateral limb was not a full stent overlap, but it was missed upon review due to overlapping limbs, and blood flowing down both successfully and the obvious separation from the contralateral side, ipsilateral side was overlooked.